Event description:
Per the clinic, the patient experienced subsequent loss of connection to the internal device and has stopped responding to sound after sustaining a heavy impact to the head on (B)(6) 2025 (specific date not reported). Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.